Event description:
Malfunction: intermittent loss of z axis. An opthalmic technician reports the bed won't move in the vertical direction unless it is rebooted. The technician, on authority from the surgeon, stated the patient was not harmed or injury by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager, (tm) attempted to recreate the problem by exercising the bed. The tm operated the bed from the surgical position and out position through swivel positions without any failure. The tm then operated the bed with and without weight on the bed, but was unable to duplicate the problem. He completed a successful system verification to specifications. A review of the complaint database for 3 months prior to the reported event revealed no other bed issue complaints for this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).